Event description:
Two IV medication was spiked and primed. Pump was programmed and medication was started. After several seconds the pump began beeping occluded. Medication was paused and PICC line was flushed. Reconnected medication and restarted infusion. After several seconds the tubing ruptured at the connection right above the IV pump.